Event description:
The customer contacted the ocd technical customer support center (csc) to report non-reproducible. Lower than expected ammonia results predicted from vitros liquid performance verifier (lpv) , lot h2768 fluid when using vitros clinical chemistry products ammonia (amon) slides on a vitros 5,1 fs chemistry system. (Obtained results 159.7, 160.3 umol/l vs. Expected results 201.0 umol/l). Biased results of the direction and magnitude observed may lead to inappropriate physician action if they occurred undetected on patient samples . There was no report of affected patient results therefore not affected patient sample results were reported from the laboratory and there was no allegation of patient harm. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, lower than expected vitros amon quality control results were obtained from a vitros 5,1 chemistry system. The investigation was unable to determine a definitive root cause. However, an instrument or reagent related issue cannot be ruled out as contributing events.